Manufacturer narrative:
(B)(4). There is one previous complaint of this code batch. (B)(4). Received 61 closed samples and 1 open sample with the needle detached from the thread. Strength testing was performed on the closed samples received and the units were found to be tight. Tested the needle attachment of the closed samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil all product requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of OEM, the reported incident will be maintained in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions on distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The needle was detached from the suture during usage.